Manufacturer narrative:
Device not returned for evaluation as it was discarded by the hospital. If additional information is received it will be reported on a supplemental report. Device was discarded.

Event description:
It was reported that during the implantation of the neuro screw into a peek custom implant, the screw head fractured off. There were no adverse consequences reported. The doctor adjusted the implant with no delay.

Manufacturer narrative:
The reported event could not be confirmed, because the complained screw was not returned for investigation. Therefore no inspection could be performed. However, the sales rep reported that the surgeon did not predrill the screw hole in the implant but had used a self-drilling screw which is not intended to be used in a peek implant as stated in the ¿peek customized cranial implant kit¿ (90-01948; 2012-09-05; rev. 5; s. References under # 7). Therefore the root cause can be attributed to an user related event. The blade used for this case is in line with the complained screw. Based on the evaluation no indications for any design, material or manufacturing related problems were found in this investigation. Device was unable to be returned for evaluation.

Event description:
It was reported that during the implantation of the neuro screw into a peek custom implant, the screw head fractured off. There were no adverse consequences reported. The doctor adjusted the implant with no delay.